Manufacturer narrative:
No device was returned to olympus for evaluation. Since no model or serial number was provided, olympus was unable to obtain any information on the instrument service history. The cause of the reported positive culture could not be determined. Olympus will continue to investigate this report and will submit a supplemental report if additional information becomes available.

Event description:
Olympus received a clinical article on september 25, 2017 titled, ¿outcome from enhanced endoscope processing and microbiologic surveillance single institution experience.¿ this study was conducted in the reprocessing unit at university of south carolina ¿ children¿s hospital in charleston, sc. The article reports that the current reprocessing practices performed on ercp and eus scopes are followed using the unspecified manufacturer¿s recommendations. After the pre-cleaning and manual cleaning steps, scopes are high level disinfected using a medivators automated endoscope reprocessor (aer) and 2.5% glutaraldehyde solution. The article also reports that the scopes are reprocessed twice after each use and once if not used in seven days. Microbiology samples are collected quarterly from the elevator wire channel, suction channel, and biopsy port. Quarterly scope cultures are also performed. The article reports that from 6 quarters of scope microbiologic surveillance, only 2 positive cultures were found. One strain of coagulase-negative staphylococcus and streptococcus sangius were isolated in 2 unspecified ercp scopes; however, no patient infections were reported. The article also reports that pending changes in the elevator system design by manufacturers and changes in reprocessing techniques for scopes with elevator-wire channel has been successful in preventing microbiologic mishaps at the reported user facility. Based on the information provided in the article, olympus is submitting 2 initial mdrs to account for the 2 ercp scopes that tested positive for culture. This is report 2 of 2.